Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's husband reported that, the patient's blood glucose had been elevated (300 mg/dl) most of the day in 2007. The patient changed the infusion tubing and infusion site and she stated that, she was able to see insulin drip from the end of the infusion tubing. The patient reported having scar tissue and is aware that it can affect insulin absorption. The patient stated that, there were air bubbles in her insulin cartridge which she was able to remove. She stated that since removing the air bubbles, she bolused and her blood glucose was decreasing. Upon follow up, the patient stated that, she believes her blood glucose was a result of air bubbles in the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.